Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d4. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the no image was due to a faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus endoscopy account manager (eam) changed the lamp and found it to be a pigtail which resolved the issue. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported, the videoscope cable exera ii had black image/no image on the entire screen. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.